Manufacturer narrative:
Device was inspected and a chip on the c-body (control-body) distal end cover was observed. The chip was found where the plastic is attached on the unit. The a-rubber was found cracked and scratches on the c-body control unit. The identified parts were replaced, device was repaired. Once completed the device was tested and passed all required testing and specifications. Based on evaluation findings the reported issue found physical damages on the scope. No bioburden was identified. Probable cause likely due to handling and maintenance issue. In a follow up call with the facility by the technical assistance center support engineer, it was reported that the scope was reprocessed three times before it was sent for evaluation and repair. Investigation is ongoing therefore the root cause of the reported issue cannot be determined at this time.

Event description:
It was reported that the device cannot be properly reprocessed by the customer. Scope is being sent as it cannot be determine if 'crust' on the ring tip was a hard water deposit or if there is a bioburden on the unit. There was no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
This supplemental report is to advise that upon further review this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.